Event description:
It was reported that the patients ipg reach end of battery life. The patient underwent an ipg replacement procedure and was doing well postoperatively. No device malfunction suspected.